Event description:
It was reported that 4-5 days post implant a sudden change in hv impedance was observed and triggered an alert. The pocket was opened and the setscrews were tightened.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.